Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required and serious injury/ illness/ impairment were a results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, vessel tortuosity, and restricted posterior leaflet. A transseptal puncture was performed, and a steerable guide catheter (sgc) was inserted. However, after sgc inserting, a floating structure at the sgc was observed in the right atrium. In the physician¿s opinion, the floating structure was a thrombus. To treat the thrombus, heparin was administered to the patient. The procedure was continued with the same sgc. While passing the septum, the thrombus was still visible in the right atrium. The procedure was completed with two clips implanted, reducing the mr to a grade of 2. It was noted that at the end of the procedure, the thrombus was not visible. There was no clinically significant delay in the procedure.